Manufacturer narrative:
The device associated with this report was not returned. The product lot code was not provided. A complaint database search against provided product code finds additional reported incidents of worn instruments. Previous investigations determined the connection problems occurred when subjected to heavy usage/hard cortical bone and began to wear. The previous investigations determination product wear out as the root cause. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Wear due to use with the instrument.